Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign objects were attached/clogging the nozzle, sub-water supply channel, insertion tube, curved rubber, and distal end cover, but it was not possible to identify the foreign objects. Due to a leak problem with the curved rubber, it is possible that proper reprocessing was not possible and foreign matter could not be removed. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited air/water nozzle blocked with foreign debris; jet-tube with foreign material and foreign material was also found at connecting tube, bending section cover and at the plastic distal end cover. There were no reports of patient involvement.